Event description:
A hospital in (B) (6) reported to fisher & paykel healthcare's (B) (6) office that an rd900aeu neopuff infant resuscitator required a preventative maintenance check. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The subject rd900aeu neopuff infant resuscitator has only recently been returned to fisher & paykel healthcare (B) (4) for examination. We will provide a follow-up report outlining details of our analysis following completion of the investigation.